Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, a non-penumbra microcatheter, and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, one non-penumbra coil was implanted into the target location using the microcatheter. Next, resistance was encountered while advancing a pod coil at the distal tip of the microcatheter. Therefore, the pod coil and microcatheter were removed together from the patient. While attempting to re-advance the pod coil through the microcatheter on the back table, resistance was encountered at the same location in the microcatheter. Therefore, the pod coil was no longer used. The procedure was completed using a non-penumbra coil, a pod pc, ten other coils, and three pod packing coils (pod pcs) with the same microcatheter and catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod8 revealed that the embolization coil was detached from its pusher assembly, and the pusher assembly was not returned for evaluation. Based on the return condition, the root cause of the reported complaint could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of resistance encountered while advancing the pod coil at the distal tip of the microcatheter.